Event description:
This complaint is from a literature source. It was reported that thirteen patients developed esophageal lesions after atrial fibrillation ablation. Among thirteen patients, ten of them developed esophageal erosion, and three presented with esophageal ulceration. Neither esophageal perforation nor atrioesophageal fistula occurred during three months follow-up. Though no medical intervention or extended hospitalization was reported in the article, bwi takes conservative approach to report this complaint. Title: ¿higher incidence of esophageal lesions after af ablation related to the use of esophageal temperature probes.¿ the purpose of this study was to investigate the impact of the use of esophageal temperature probes during atrial fibrillation catheter ablation on the incidence of endoscopically detected esophageal lesions. Suspected device is thermocool smart touch, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products during this study: carto 3 mapping system. Other company¿s devices used during this study: navx (st. Jude medical), intraluminal temperature probe (sensitherm, fiab, firenze, italy). (B)(4).